Event description:
It was reported to nova biomedical that a consumer received a result of 54 mg/dl on their blood glucose meter. According to the consumer's parent, the consumer was experiencing a hypoglycemic event which required medical intervention. When the emts arrived, they tested the consumer getting a result of 29 mg/dl. The emts treated the consumer with glucose jell tablets. It was discovered during this call, the end user is using the wrong nova test strips with the nova max link meter which is against our directions for use. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.